Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the by the customer to the manufacturer service center. The device's internal, detachable battery has failed and circuit problem was found. The device's internal, detachable battery has been replaced, unit has upgraded to the latest version. Product investigation laboratory (pil) was unable to confirm failure of the system pca, reviewed event log from service and 2 errors were found in the log, retrieved and reviewed the event log from the stb and neither e-156 nor e-317 appeared in the log. Pil concluded that the system pca operates as designed. It installed the internal battery on the stb and was unable to charge the battery or operate the stb on internal battery power, analyzed the internal battery with the texas instruments ev2400 evaluation module, software update has been performed. Pil installed the detachable battery on the stb and was unable to charge the battery or operate the stb on detachable battery power, analyzed the detachable battery with the texas instruments ev2400 evaluation module, review of the event log from service shows that after a software upgrade was performed, the prompt to confirm the upgrade was not selected which resulted in a load on the batteries, discharging them to the perm fail threshold. This generated the e-52 in the event log. The trilogy evo system pca, trilogy evo internal battery and trilogy evo detachable battery has been scrapped.